Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "it will not run, alarms right away" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be the occlusion switch that was out of adjustment. The occlusion switch was adjusted in order to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report an infuso.r pump where "it will not run, alarms right away." It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.